Manufacturer narrative:
The device was disposed of by the hospital.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) the balloon catheter (subject device) was unable to inflate with contrast. The physician removed the subject device from the patient and re-attempted to inflate the device. The balloon catheter was able to inflate but deflated immediately after; therefore, the physician reported that the balloon catheter had a leak. No adverse consequences to the patient were reported.